Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument had burn tips. The procedure and patient outcome are not applicable.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors instrument for failure analysis investigation. The instrument was analyzed and the reported issue with the instrument could not be replicated nor confirmed. The instrument was returned with a reported complaint that does not affect functionality. Visual inspection displayed no signs of physical damage. There was charring noted on the tips that was easily removable. The functionality of the instrument was not compromised. No product issue was identified, and the product is considered conforming in its current state.

Event description:
Refer to h11 for follow-up information.